Event description:
On (B)(6) 2023 a 220 pound, 68 year old female patient underwent a bilateral l4-l5 mild procedure. The procedure was reportedly performed without issue, and an epidural was performed as well using loss of resistance. On (B)(6) 2023, the physician reported the patient went to the emergency room in the early hours of 5/4 with a headache. After some imaging, the patient was diagnosed with pneumocephalus. Patient was discharged within 24 hours and is doing fine.